Event description:
The report received from the affiliate indicated that a filter implantation procedure was being performed and the target lesion was the inferior vena cava. The lesion was moderately calcified with heavy vessel tortuosity and the rate of stenosis was 50%. A sheath introducer (accessory for optease, femoral approach) was managed to advance through the heavily calcified and tortuous vessel at the iliac vein. An optease filter (complaint product) was inserted in the csi. However, the filter was stopped in the middle of the csi and could not be advanced any further. The csi was removed from the patient together with the filter without patient injury. Another sheath introducer (7f, other details unknown) was used and the new filter (details unknown) was placed in the target lesion. The procedure was completed without other problem. There was no adverse event and the patient is in stable condition. The complaint product will be returned together with the accessory csi for analysis. Analysis of the device indicated that one barb from the filter perforated the cannula. It is unknown if the insertion difficulty caused by a blockage of possibly injectable material. There was no loss of access to the target lesion reported. The product was inspected prior to use and appeared to be normal. It was also prepped properly according to the IFU and no problems were noted.

Manufacturer narrative:
The report received from the affiliate indicated that a filter implantation procedure was being performed and the target lesion was the inferior vena cava. The lesion was moderately calcified with heavy vessel tortuosity with a 50%stenosis. A sheath introducer (csi) was advanced through the heavily calcified and tortuous vessel at the iliac vein. An optease filter was inserted into the csi. However, the filter stopped in the middle of the csi and could not be advanced any further. The csi was removed from the patient together with the filter without patient injury. One non sterile 6fr sheath introducer and a 6fr obturator were received. The filter was received inside the cannula. The filter cartridge was received attached to the sheath introducer. One barb from the filter perforates the cannula. Functional test could not be performed since the filter was already inside the cannula and the filter barb was damaged. The od and ID of the body were measured near to the perforation point and were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The issue reported by the customer was confirmed during analysis. The cause that the barb perforates the cannula could not be determined. Controls are in place to prevent that the cannula leaves the facility with damages. Procedural or clinical factors might have impacted the event. No corrective action will taken at this time since neither the analysis nor the DHR review suggest that the failure experienced by the customer could be related to the manufacturing process. Vessel characteristics and procedural factors may have contributed to the reported event.